Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. Patient presented to the cath lab with an inferior mycardial infarction (mi). The totally occluded and tortuous lesion was located in the right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 3.5 x 16 mm stent. However, due to tortuosity they were unable to reach the lesion. The taxus stent was removed without incident. The physician decided to use another taxus express2 3.5 x 16 mm stent. Again, they were unable to cross the lesion. While attempting to pull the taxus stent back into the guide catheter the stent was stripped off the balloon and was visible in the rca. The physician attempted to deploy the taxus stent with a 1.5 mm balloon, however, was unable to get the balloon all of the way through the taxus stent. In addition, during the attempt the guide and wire came out and the stent was no longer visible in the rca. The physician found the taxus stent in the distal aorta where it was retrieved with a microvena 25 cm snare. The procedure was completed using a 4.0 mm driver stent. No patient complication or injury was reported. Patient status is reported to be "satisfactory/good."